Manufacturer narrative:
H.6. Investigation: bd received 13 customer samples and 1 photo from catalog 363083, lot number 0316282 by the customer in support of this complaint. The samples and photo were visually evaluated and does not show the failure mode of overfill. 13 sample tubes were inspected with 0 visible defects. Functional testing was performed on 10 of the 13 sample tubes. All 10 sample tubes were within specification limits. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 10 production lot in-house retention tubes samples were tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo and retention testing provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "cindy called to let us know that the tubes were overfilling. Please have a specialist follow up on this situation." (B)(6) 2021: spoke to customer and she confirmed that blood is filling to the bottom of the cap. The facility's analyzers are rejecting these specimens as over filled. There are no reports of erroneous results or medical intervention. Customer does have unused samples. No specific amount of occurrences or specific date of occurrences.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "(B)(6) called to let us know that the tubes were overfilling. Please have a specialist follow up on this situation." (B)(6) 2021: spoke to customer and she confirmed that blood is filling to the bottom of the cap. The facility's analyzers are rejecting these specimens as over filled. There are no reports of erroneous results or medical intervention. Customer does have unused samples. No specific amount of occurrences or specific date of occurrences.